Event description:
This device was found by representative explanted and placed on a shelf at the hospital. Received documentation from hospital confirming that the pacing system was removed due to staph infection in 2005. This was part of a system including: elox 45 bp.